Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) per medwatch (mw5107659, report date: 19-feb-2022): call transferred from answering service patient's husband called regarding a pump malfunction. Pump rate 79 ml/24 hr. No disposable, clamp tubing. Patient's husband changed cassette and pump and issue was resolved. Advised if original pump continues to be malfunctioning to call pharmacy for replacement. Patient's husband stated understanding. 010 the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No;

Manufacturer narrative:
Additional information was received indicating patient details. Contact updated. Updated e1., corrected data: g3 added report source.